Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated pelvic abscess, necrotic vaginal tissue, sepsis, fever, nausea, vomiting and diarrhea, extensive necrotic tissue in pelvis on both sides of rectum and into the anterior rectal wall. Pelvic sepsis with necrotizing perineal infection, moderate amount of pelvic pain, certification of death: acute respiratory failure.